Event description:
It was reported that during a lap anterior resection of rectum, the device loading a gold cartridge was locked out at the 2nd stroke of the 1st firing and the jaws did not open with the manual knife reverse switch. Eventually, the jaws could be opened somehow by grasping the triggers several times and depressing the buttons. Deployed staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, jammed knife. The ec60a device was received for analysis in good visual condition. Additionally two ecr60d cartridge reloads were present. Cartridge (b ) ecr60d was received fully fired and in good visual condition. Cartridge (c) ecr60d was received partially fired 2/3 consistent with an incomplete or interrupted cycle. In addition, two staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. Once the jammed staples were removed, the device was tested for functionality in the articulated position with the returned cartridge reload (c) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Are returning for replacement.